Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's left ventricular lead presented with increased capture thresholds. No changes were reported. The patient status was unknown.